Event description:
It was reported that the pacemaker experienced a power on reset which cleared the diagnostics but did not change the parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Por severity is low. The device should be able to fully recover after the reset. The parity error occurred on (B)(6), 2010 in address "00 07".